Manufacturer narrative:
This report is for an unk - screws: trauma/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in germany as follows: this report is being filed after the review of the following journal article: höntzsch, d., blauth, m., and attal, r. (2011), angle-stable fixation of intramedullary nails using the angular stable locking system ®(asls), operative orthopedic und traumatology, vol. 23, pages 387-396 (germany). This study presents a case report of a (B)(6) year old patient presented with a lower leg defect of the 3rd degree defect per gustilo and anderson. After x-ray examination, it was determined that the patient needed intramedullary nailing and debridement of soft tissues and denuded bone fragments. 4 asls (synthes gmbh, oberdorf, switzerland) screws are used to fix the short distal fragment without risk of dislocation. On postoperative day 3, definitive soft tissue coverage is performed with a free latissimus dorsi flap. In addition, a vascularized piece of the scapula is removed and crimped into the bone defect. A follow-up after 4 months shows a lack of integration of the scapula graft in an unremarkable soft tissue. The patient was revised with an iliac crest graft. Simultaneously with the revision, narrowing of the flap is carried out. The patient had unremarkable healing of the soft tissues. The pelvic bone is healed, and bilateral length, rotation and axis alignment could be maintained. This report is for an unknown synthes asls (synthes gmbh, oberdorf, switzerland) screws. This is report 4 of 5 (B)(4).